Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) had a blank display. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the backlight inverter printed circuit board (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).